Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to noise oversensed. Which was suspected to be caused by electromagnetic interference (emi). The plan is continue to be monitored. Currently, the product remains in service and no additional adverse patient effects were reported.